Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection of the returned device was performed. Visual analysis revealed a separation on the tip-shaft transition. A manufacturing investigation was requested to define the root cause of the separation of the tip area. A manufacturing record evaluation was performed, and no internal action was found during the review. The broken tip reported by the customer was confirmed. The root cause of the separation of the tip with the shaft was the incorrect assembly of the polyimide into the tip. The instructions for use (IFU) contain the following information: do not immerse the handle or the cable connector in fluids; electrical performance could be affected. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. An internal action was created to address the separation of the shaft and tip. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure and the pentaray catheter tip broke. Ther was no wires being exposed, nor lifted or sharp rings. There was no difficulty during insertion or removal of the catheter. The issue was approximately 5cm from the distal end of the catheter. There was no patient consequence. This event was originally assessed as not MDR reportable. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection of the returned device was performed. Visual analysis revealed a separation on the tip-shaft transition. This finding is MDR reportable.